Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing, white blank display. The patient¿s blood glucose level was 99 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments or partial display due to display anomaly.